Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from two patient samples and a known troponin I free sample using vitros troponin I es reagent on a vitros eciq immunodiagnostic system. The most likely assignable cause is instrument related. Vitros troponin I es precision testing performed was outside of ortho clinical diagnostics guidelines, indicating that the vitros eciq immunodiagnostic system was not performing as intended. An ortho field engineer performed service actions to return the vitros eciq immunodiagnostic system to expected performance. Following these service actions, acceptable vitros troponin I es performance was observed. A reagent issue could not be entirely ruled out as a contributing factor. The customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros troponin I es reagent lot 1991 at, or below the url concentration of 0.034 ng/ml could not be determined. In addition, historical vitros troponin I es quality control data was atypical. Pre¿analytical sample processing could also not be ruled out as a contributing factor, as ortho was unable to determine whether the customer was following the sample collection device manufacturer recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained multiple non-reproducible, higher than expected troponin I results from two patient samples and a known troponin I free sample using vitros troponin I es reagent with a vitros eciq immunodiagnostic system. The results obtained are as follows: (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I result for patient 1 was reported from the laboratory and the patient underwent a cardiac catheterization procedure. There was no allegation of serious injury or harm to the patient. The higher than expected troponin I result for patient 2 was not reported from the laboratory. There was no allegation of patient harm as a result of either event. (B)(4).